Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) level was in the upper 100's mg/dl to 200mg/dl. A manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. During the system check, the contact stated the load sequence is completed incorrectly as air is not removed from the cartridge. As the contact was checking the supplies in use during the occlusion alarms, air bubbles were observed along the cartridge luer lock and cartridge pigtail. A cartridge change was performed and insulin deliveries were resumed.